Event description:
The 6f angio-seal vip was deployed but the device was unable to be retracted enough to expose the tamper tube. The device could not be removed. The patient was sent to surgery and all device components were removed. The patient is currently stable. It was reported that the anchor and collagen had been deployed properly.

Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Based on the information received the cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device IFU also states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.